Event description:
The facility representative contacted baxter to report an intermate that ruptured during patient infusion. The event occurred at the end of the infusion. The device was filled with meropenem 2g/200ml (gram/milliliter) and 0.9% sodium chloride. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition was confirmed. The root cause for this failure mode is under investigation.